Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) picture was provided for further evaluation. Based on the evaluation results, air was present in the tubing. The reported defect was confirmed via the picture. While an exact root cause could not be determined, a possible root cause could be related to incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of the solution as the fluid warms, incomplete filling of the drip chamber during priming. Retained units were evaluated and passed the internal testing. Additionally, a review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. All available information regarding this occurrence has been forwarded to our business unit in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): continuous air in line. No injury reported.